Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringes broke during use, resulting in x-rays being performed to check for the broken pieces. The following information was provided by the initial reporter: "the needles keep snapping off once they have been inserted into the dog, this has happened to at least 10 dogs maybe more and some have had to be x rayed to check for the needle."

Manufacturer narrative:
H6. Investigation summary: a complaint lot history check was performed on lot # 1263109 for breaks off during use. This is the 1st related complaint for breaks off during use on lot # 1263109. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1263109. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringes broke during use, resulting in x-rays being performed to check for the broken pieces. The following information was provided by the initial reporter: "the needles keep snapping off once they have been inserted into the dog, this has happened to at least 10 dogs maybe more and some have had to be x rayed to check for the needle."

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringes broke during use, resulting in x-rays being performed to check for the broken pieces. The following information was provided by the initial reporter: "the needles keep snapping off once they have been inserted into the dog, this has happened to at least 10 dogs maybe more and some have had to be x rayed to check for the needle"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 05-jan-2023. H6: investigation summary: customer returned (132) 1ml, 29 gauge, 12.7mm syringes from lot: 1263109. The syringes were all unused, being returned in their unopened blister packs. 30 of the syringes were inspected and no defects were found. Each of these syringes were opened and applied to a skin analog. None of the syringe needles broke during functional testing. The syringes were returned undamaged and functioned as intended. A review of the device history record was completed for batch#: 1263109. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes breaking off during use. Root cause cannot be determined at this time as the issue is unconfirmed.